Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 490 mg/dl and diabetic ketoacidosis (dka) considered dangerous. Reportedly, elevated bg and dka were due to occlusion alarms. Customer was treated in the emergency room (ER) with intravenous fluids and manual injections. Customer left the ER with bg of 213 mg/dl and in a stable condition.